Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that while laying on their side their implantable cardioverter defibrillator (ICD) digs into their chest and has even flipped onto its side requiring the patient to push it back down. The patient noted it hurt. The ICD remains in use. No further patient complications have been reported as a result of this event.